Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the lens could not be implanted because one of the haptics was defective. An unspecified lens was used to complete the procedure. Additional information has been requested.